Manufacturer narrative:
Batch review performed on 02 may 2017 . Lot 1552172: (B)(4) items manufactured and released on 20 may 2016. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. On 04 may 2017 the (B)(4) manager performed a visual inspection of the retrieved item and commented as follows: the piece was analyzed. After a first analysis with a functional assessment, the connection with the impaction plate appeared to be easy. With a second trial it was noticed that the engagement system was not retentive, probably due to a non-correct functioning of the spring of the botton. The spring of the botton will be replaced to restore the correct mechanism.

Event description:
When the surgeon was using the cup impactor, he wasn't able to engage the impactor to the inserter handle. Eventually the surgeon was able to remove the impactor and the cup. The surgeon used a different cup with other instrumentation to complete the surgery. There was approximately a 30 minute delay in surgery. The surgery was completed successfully. Instrumentation is available.